Event description:
It was alleged that a small piece of tubing had stuck to the silicone pumping chamber portion of the set. When set was placed onto the pump, and the door was closed, the extra piece of tubing had caused a freeflow of diprivan to occur. There was no pt consequence.